Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 313 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.